Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Medical device expiration date: 08/2022.

Event description:
It was reported through results of a clinical trial that approximately three weeks and two days post hemodialysis catheter placement procedure, the subject experienced an adverse event of catheter occlusion causing decreased catheter flow. It was further reported that the catheter was removed and exchanged successfully. There was no reported patient injury.